Event description:
Reporter states," as the screw was being inserted with the screwdriver handle, the screw became tight, kept going and then stripped." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the stabilizer screw cannot be evaluated for the reported stripped condition as it has not been returned for evaluation. The stabilizer screw was discarded by the hospital.